Event description:
The user facility reported that the surgeon placed the device on the pt when it became loose, and caused the pt's head to fall as it was hyperextended. This resulted in a 5cm scratch on the left side of pt's face requiring the use of antibiotic ointment.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.